Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual evaluation of the returned device found that the side car-rx presented pushback out of specification and torn. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car pushback and torn. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is operational context. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a biliary stone removal procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the side car-rx (guidewire port) was noted to be torn upon advancing the trapezoid basket over the jagwire. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; side car-rx pushback.